Manufacturer narrative:
For regularization - retrospective review / FDA request. Presence of a defect identified around the orifices of the titanium plate that generates a risk of braid laceration during use, depending on the angle used to adjust the device. Corrective actions implemented to solve this problem: reinforcement of the control method: use of an angled assembly (45°) for performance qualification. Implementation of post-polishing aspect control: no scratches or unevenness with a binocular. Safety action: recall of this lot in (B)(6) + export (USA were not concerned). Replacement with new batches of products limiting the risk of burr at the level of the openings of the braid.

Event description:
Fnc (B)(4) - for regularization - retrospective review / FDA request. Perioperative breakage of the implant detected in post-op radiography.